Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the swimming pool and the insulin pump received a open book image and a insulin pump error. Customer's blood glucose value was unknown. Customer received open book image on the insulin pump screen. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was assisted. The device will not be returned for analysis.